Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon explanted tecnis itec preloaded monofocal intraocular lens (pcb00, +20.5 diopter) from patient¿s operative eye because of patient experiencing decrease in visual acuity. No further information provided.

Manufacturer narrative:
It was learnt that there was no other surgical intervention necessary. Patient was doing good at discharge. A pcboo 21.5 diopter intraocular lens was placed. (B)(6). Age/date of birth: (B)(6). Gender/sex: male. If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 7/19/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed cut into pieces. The condition in which the sample was returned is consistent with a product that was previously handled and prepared for surgical process. Due to the condition in which the sample was returned the reported issue could not be verified and the product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.